Event description:
The core impaction drill was sent for evaluation because during a procedure it was stalling when pressure was applied to the bur. The procedure was delayed for 30 minutes, and completed with a readily available alternate device, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection found that the motor cartridge contact pins were burnt; the rotor assembly bearings would not rotate smoothly, and corrosion damage was noted within the internal components of the device.